Manufacturer narrative:
Section a2 age or date of birth: per customer, they do not have the information, and they decline due to patient privacy. Section a4, patient weight: per customer, they do not have the information, and they decline due to patient privacy. Section a5, ethnicity: per customer, they do not have the information, and they decline due to patient privacy. Section a6, race: per customer, they do not have the information, and they decline due to patient privacy. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant date (B)(6) 2024 through (B)(6) 2025. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patients right eye. After the implant the patient experienced blurry vision. The iol was explanted and replaced with a non-johnson and johnson model, rx lal 19.5. The patient was not harmed their final outcome was reported as unknown. No further information was provided.